Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The problem was confirmed during evaluation. The technician replaced the alternating current component printed circuit board (accomp pcb) with pal test article, powered device on, and the heater pan begin to heat up to desired temperature. The assignable cause of failed check heater bag temperature was determined to be an inoperative accomp pcb. Pal has identified accomp pcb to be scrapped. Device will be sent to servicing.

Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - heater bag temp failed funct spec-tx stopped for fluid temp: check heater bag temp was 28.8 degrees c. The rite heater bag temperature test specification is 35.0 - 39.0 degrees c. Rite test failure, no patient involved.